Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis seal during mapping. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
No devices were returned for investigation; however two photos were submitted. The photos showed a hemostasis hub of a swartz braided introducer sheath, and one was a top down view which showed a hole torn in the top seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The hole in the seal is consistent with the reported leak, the cause of the hole remains unknown.